Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead exhibited no capture, high and out of range impedance, and a fracture was confirmed. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.